Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The complaint that burning smell when running is confirmed through functional testing. The burning smell is coming from the heater, which is normal. Re- calibrated the device and the device passed all tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a burning smell and doesn't alarm. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.